Event description:
Customer stated that the vertier bed has a hydraulic leak coming from underneath the table. Customer also states that the bed moves slowly. Customer states that issue could be recreated. Customer states that no abnormal conditions existed. Customer states that no patients were adversely affected.

Manufacturer narrative:
Investigation result from (B)(6), investigator: outside table integrity appears ok. Tried to use table functionality to get table to move up and down with both remote and override panel on table console but table would not respond. Removed table bellows and column casing and noticed hydraulic fluid tank near empty. Filled hydraulic reservoir and retried up and down functionality. Hydraulic fluid appears to leak from multiple cables within the table. Examined outer sheathing of the table to find multiple hydraulic cables cut but not completely severed. Hydraulic fluid leak was cleaned from inside of table. Noticed that the bracket holding hydraulic cables had cabling on the incorrect side of bracket. This incorrect bracket installation would result in cabling having potential to run into the center console and cut cable sheathing. There was no patient injury, as no patient was involved. At worst case, the cutting of the hydraulic cables could lead to involuntary movement of the table which could lead to the patient falling from the table. A CAPA will be opened to investigate this issue further. Unrelated to this particular event, failure to service according to manufacturer recommendations, a recall is...